Manufacturer narrative:
The device is not available for evaluation. If it becomes available, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient informed physiotherapy staff that the xact rom knee brace had broken; the metal had snapped when the brace was locked at 90 degrees. No further information has been provided.